Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced low blood glucose, hand tremors and blurred vision and treated with carbohydrate. The event occurred on 21 may 2026.